Event description:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that a signal noise occurred at the lasso® nav eco variable catheter 15-16. Timing when complaints occurred was immediately after cardiac insertion. The cable was changed but the issue continued. The issue was resolved by changing the lasso® nav eco variable catheter to another one. The procedure was continued. Noise and electrical potential loss: noise and potential loss occurred. In intracardiac only, both carto3 and lab, the catheter was in the patient¿s body at the time of the noise. During left atrium (la)-mapping, blood pressure decreased, and drugs were injected, but only pulse increased. Pericardial effusion was confirmed by echocardiography. Thereafter, drainage was performed. 800 cc of venous blood was drained. Hemodynamics was improved, and the patient was followed up in the intensive care unit (ICU). Cardiac tamponade: atrial septal puncture was performed by rf needle. Ablation was not performed. Steam pop was not confirmed. The physician's opinions on the relationship between the event and the product was that since venous blood had been drained, it was considered that the rv catheter was advanced to the apex of the heart. There were no abnormalities observed prior to and during use of the product. Additional information was received. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that it was procedure related. Since venous blood had been drained, it was considered that the rv catheter was advanced to the apex of the heart. Medication and cardiac drainage were conducted. Outcome of the adverse event was improved. Generator used was a jll generator. No ablation catheter involved. Ablation was not conducted. There was no issue with the vizigo. The noise issue was assessed as non MDR reportable for bad/partial ECG (bs or ic). The risk to the patient was low. Since the adverse event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30919452l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 28-mar-2023. The duration of hospitalization was prolonged. Reason was due to bradycardia, the patient was scheduled to be discharged from the hospital after pacemaker implantation, but ablation was performed again on (B)(6) 2023 at the request of attending physician, and treatment was completed without any problem. They got a report that a pacemaker would be implanted at a later date. Relevant tests/laboratory data ---none. Other relevant history ---none. Therefore, h6. Health effect - impact code and b2. Is hospitalization initial/prolonged fields were processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)